Event description:
Healthcare professional reported an unknown side "rupture." Device status is unknown.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.